Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an issue with the driveline lock was confirmed during evaluation of the heartmate 3 system controller (serial number: (B)(6)), and the reported event of low power alarms was confirmed by review of the submitted and downloaded log files. The log files collectively contained approximately 34 days of information ((B)(6) 2024, per timestamps). Occasionally from (B)(6) 2024 while the controller was connected to battery power, abnormal low power advisory and power cable disconnect alarms were observed. These alarms activated due to the relative state of charge (rsoc) of either power cable briefly dropping below the designed alarm thresholds. The observed alarms did not impact the ability of the controller to operate the pump at the intended speed. The alarms appeared to resolve on their own when the rsoc returned to a value above the alarm thresholds. The driveline was disconnected at 16:59 on (B)(6) 2024, which is consistent with the reported controller and modular cable exchange. Upon arrival of the returned products, it was noted that the modular cable was still attached to the controller and the safety lock was stuck in the locked position. Additional force was used on the safety lock, and it was able to be moved to the unlocked position. It was noted that there was a significant buildup of debris in the area of the release button, which was determined to be the root cause of the safety lock issue. The controller otherwise passed all functional testing, and atypical alarms were not able to be reproduced. The controller was able to operate a mock circulatory loop for an extended period of time without issue. The root cause of the driveline removal difficulty was determined to be contamination on the safety lock and release button. The root cause of the low power alarms was not able to be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 patient handbook (rev. D) section 2 entitled ¿how your heart pump works¿ instructs users to never exchange their system controller without having a competent, trained caregiver at their side. The patient is also cautioned to follow all alarm instructions, including calling the hospital. ¿the system controller driveline connector¿ states that it is impossible to connect (or disconnect) the controller driveline connector without moving the driveline safety lock into the ¿unlocked¿ position. ¿replacing the running system controller with a backup system controller¿ describes how to perform a system controller exchange with one or two power sources available. In both methods, the patient is instructed to align the white arrow on the driveline cable connector with the white arrow on the system controller driveline connector. After the driveline is transferred to the backup system controller, the patient is instructed to close the safety lock. The heartmate 3 patient handbook (rev d - section 5 ¿alarms and troubleshooting¿) covers all alarms (including those associated with low voltage conditions) and the actions to take if the alarm cannot be resolved. Heartmate 3 patient handbook (rev. D) section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) (rev. C) section 8 "equipment storage and care" describe how to care for and clean all equipment, including the system controller and its power cables. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient went back to the hospital on (B)(6) 2024, and it was noted that there was a significant kink and lots of twisting of the modular cable. The pump cable had no kinks or twists. A modular cable exchange would not be performed until next visit to ensure the correct safety precautions. The healthcare providers unwinded all the cables. On (B)(6) 2024, the patient had elective modular cable and system controller exchange after speed reduction to allow the aortic valve to open at 4800 revolutions per minute (rpm). The speed of the pump was lowered not due to a ramp study, but it was due to the elective modular cable and system controller exchange due to the severe kinking/twisting of the modular cable. The speed was lowered by the doctor via echocardiogram until the aortic valve was opening to mitigate complications with pump stoppage during the exchange. The speed returned to 5700 rpm post exchange. The system controller was originally exchanged to just facilitate ease of modular cable exchange but afterwards it was noted that the driveline cable door lock was unable to open and was fused closed. The patient was discharged home and was continued on the mechanical circulatory support (mcs) equipment. Log files from the old system controller were submitted for review and captured a few pulsatility index (pi) events and routine power cable disconnect during power change. There were no notable alarm conditions or parameter changes, and the equipment was operating as intended electronically and mechanically.